Event description:
A falsely elevated advia centaur xp ipth test result was obtained by the customer on a patient sample and considered discordant when compared to lower repeat test results. The lower ipth results were reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test result.

Manufacturer narrative:
The cause for the falsely elevated advia centaur xp ipth results when compared to the repeat test result is unknown. The customer considered this an isolated incident and declined a field service visit. A siemens field service engineer (fse) was on site for a reported probe 1 issue and adjusted the probe calibrations. No conclusion can be drawn. The instruction for use (IFU) in the limitation section states: "interpretation of intact pth values should always take into account serum calcium results and interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and consideration of the overall clinical manifestations even when used in conjunction with calcium values." The instrument is performing within specifications.